Manufacturer narrative:
Customer care planned a follow up at a later date to obtain additional information if available. Review of the data management system confirmed that there had been no system use since (B)(6) 2026. Based on the information available at the time of review, no device related investigation was possible.

Event description:
On march 13, 2026, senseonics was made aware that the user reported being hospitalized and expected to remain in the hospital for an additional one to two weeks. The user did not provide details regarding the reason for the hospitalization, and no information was provided to suggest the event was related to diabetes, glucose measurements, or use of the system.